Event description:
The patient was transferred to a bed. While the nurse was pushing the lift away, the front castor run over the nurse's feet. As a result of the incident, the nurse sustained a broken toe. After the event the device was evaluated by an arjo representative and no malfunction was found.

Manufacturer narrative:
After the event, the device was evaluated by an arjo representative and no device malfunction was found. The IFU for sara 3000 device contains warning: "warning: the resident and/or caregiver shall never place their feet or any other part of their body in the area between the foot support and chassis legs when the chassis legs are closing." Also, instruction for use contains graphical explanation and warning of the transfer direction. The caregiver must be positioned behind sara 3000 during transfer. Based on the information gathered, we came to the conclusion that the event was caused by improper handling of the device performed by the caregiver. The customer requested for additional training. To conclude, the arjo lift was used by the patient when the event occurred. There was no malfunction found which led to the reported event. The device did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the caregiver sustained a serious injury.